Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported minicap transfer set disconnected from the catheter adapter. The patient was connected at the time of this event. Prophylactic treatment was done. There was no patient injury or medical intervention associated with this event. No additional information is available.